Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure, when the suture of the fast-fix 360 was pulled for tightening the knot, the thread broke off. The t1 and t2 implants remained in the patient. The procedure was completed with a 30 minutes delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that the suture was returned detached from the device. The anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation found that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. A clinical evaluation states that the provided photo was reviewed and appears to show the device needle with suture present; however, the photo does not provide insight into the cause of the reported ¿thread broke off.¿ the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - clinical and impact code